Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for three pt samples. Pt a: the initial accu tni result was 0.63 ng/ml and 0.07 ng/ml upon repeat. Pt b: this pt sample gave a result of 0.55 ng/ml initially and 0.20 ng/ml upon re-test. Pt c: the initial result for this pt was 0.60 ng/ml and 0.48 ng/ml upon repeat. The initial results for pt a and b were reported out of the lab. The customer did not report pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. The customer collects samples in 7ml, bd lithium heparin tubes. The specimens were centrifuged at 3,000 rpn for 6 mins via the automation line. Based on available info, a different reagent lot number was used for the initial results and 2 different reagent lot numbers were used for the repeat results. A field service engineer (fse) was dispatched to the customer's lab. The fse showed the customer how to qc multiple reagent lot numbers on board and suggested a reagent log to be used. The fse also suggested running a small pt correlation precision testing at reagent lot changes. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.